Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation catalog numbers and lot codes of other devices listed in this report: mets proximal femoral replacement - femoral head lot unknown mets proximal femoral replacement - trochanter lot unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Customer reported that patient has a loose implant. Case review (B)(6) 2021 confirmed reason for revision is loosening and infection and device in situ is a mets proximal femur.

Manufacturer narrative:
Reported event: an event regarding infection involving a mets, proximal femoral replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets proximal femoral replacement. The date of insertion is unknown. The surgeon reported infection and loosening of the implant. The CT image provided shows remaining cortical bone is a bit blurry which might be due to infection. There are massive radiolucent lines along the stem at cement-stem interface and cement-bone interface, indicating loosening of the stem, which might be caused by infection. The cement mantle is fragmented and there was significant bone resorption and remodelling. In addition, the affected femur is much shorter than the opposite femur. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Customer reported that patient has a loose implant. Case review (B)(6) 2021 confirmed reason for revision is loosening and infection and device in situ is a mets proximal femur update from sales rep: "the implant is being revised due to confirmed infection" i.e. Loosening was a result of infection.